Event description:
The customer has reported, that the cocking mechanism is broken on the holster. There have been no reported interruptions in breast biopsies. One device to be returned.

Manufacturer narrative:
Evaluation summary: the analysis results could not confirm the customer's complaint. The complaint as described could not be duplicated during the incoming evaluation. The unit was serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.